Manufacturer narrative:
One tapered screw vent implant (tsvtb13) and one heal collar 3.5x4.5, 5mm (hc345) were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. This complaint is linked to (B)(4) for loosening event and thus, this investigation focuses only on does not seat/damaged thread events. Functional testing could not be performed since the products were not returned. Pre-existing conditions, tooth location and time implanted were unknown due to limited information provided by customer. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review (tsvtb13): DHR review was completed for the subject lot number 1227721. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review (hc345): DHR review could not be performed for the products reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review (tsvtb13): complaint history review by lot number (1227721) was performed for similar events and no other similar complaint was identified. Complaint history review (hc345): a complaint history review by item number was conducted for the (hc345) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information, devices malfunction and the reported events could not be verified since the products were not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided.

Event description:
It was reported that the patient came into office to replace the same healing abutment that previously loosened, but it would not thread into the implant and the doctor believes the implant may have damaged threads. Requested thread tap to clean the implant threads and a replacement healing abutment. Tooth location not reported.